Event description:
It was reported that device had multiple alarm stating that reservoir pump does not work. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medicals will reopen this complaint for further investigation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. The complainant sent four (4) pictures and one (1) video for review. Picture (1) shows a cassette with focus on the upper part and ay bag neck section, it is observed that the ay bag is protruding. Picture two shows a cadd-legacy plus pump with a cassette attached and the message sem reservatorio bomba a fuciona? Is displayed. Picture three shows a close-up, front view, of the top part of a cassette. Picture four shows a close-up of cassette with focus on the ay bag neck section, it is observed that the ay bag is protruding. The video attached shows a cadd-legacy plus pump with a cassette attached paused, once the pump is initiated the alarm is activated. The complaint was confirmed. No product was returned for analysis. If the product is returned, the case will be reopened for further investigation. No root cause was determined due to no product has been returned for analysis; however, CAPA was open to investigate the failure mode reported. Action taken: CAPA was to investigate the failure mode reported., corrected data: correction: d2 (common device name).